Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the foreign material adhered/clogged in nozzle but it could not be identified what the foreign material was as well as the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced a no air/water flow issue not working. The event was identified during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the nozzle was clogged with foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a clog in the nozzle of the device. Additionally, the labels were found to be worn and needed replacement. There was a leak in the biopsy channel. The plastic distal end cover insulation required replacement. The evis device displayed an error code e204. The forceps passage had a leak from the biopsy channel. There was low angulation in the up/down and left/ right direction and was not up to specification. The play in the control knob movement play was loose in the right/left and up/down direction. The distal plastic end cover had scratches and a dent on the cover. There was a crack on the glue of the bending section cover (a-rubber). There was bucking on the insertion tube. The light guide tube had surface scratches. There were scratches on the scope connector, and the plug unit pins. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.